Event description:
Dr made multiple attempts with covidien endo clip auto suture 10mm medium/large ref# 176657, which failed several times during surgery. Dr said "this thing sucks". This is not the first time that this has happened with this particular model. FDA safety report ID# (B)(4).